Manufacturer narrative:
This report is submitted on april 10, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement and was administered oral steroids (date not reported). The patient is being clinically managed by the health care provider.